Event description:
Caller reported aviva system blood glucose result of 250 mg/dl, professional system result of 120 mg/dl within 10 minutes. She says customer was getting high readings with two vials of strips, lots 491655 and 492051. Caller was not sure what vial of strips was used during the comparison. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).